Event description:
It was reported from a cord blood processing facility that during processing of cord blood using the device, three instances of bag leakage were encountered. Whether the units of cord blood were retained and subject to further processing toward storage for ultimate transplantation, or whether the units were discarded, was not made clear by the reporter.

Manufacturer narrative:
Device evaluation begun, but not yet completed.